Event description:
Reportedly, the device was explanted after an implant duration of 4.13 months, due to unknown reasons. Per the cer: the device was explanted and another valve (2500p) was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Customer letter not required. This was determined reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device discarded at hospital. No product returned. No additional information is forthcoming.